Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
(B)(6) 2007: the patient presented with following preoperative diagnosis: pseudoarthrosis c6-c7. The patient underwent the following procedures: posterior fusion exploration (pseudoarthritic) posterior interspinous wiring and fusion with rhbmp-2/acs, bone graft, local bone graft c6-c7 posterior. (B)(6) 2010: the patient underwent MRI of cervical spine without contrast due to cervical radiculitis. Per op note, decortication was performed using a burr over the posterior aspect at c6 and c7 lamina facet joint. This was then fused using a combination of local bone graft, rhbmp-2/acs and bone graft. X-ray was taken, which looked satisfactory for position of the wire and the wound was closed prior to placement of the graft material. No patient complications were reported. The patient underwent x-ray of spine single view post c6-7 fusion. Impression: status post posterior fusion at the c6-c7 level. (B)(6) 2007: the patient underwent x-ray of lumbosacral spine two views. Findings: there were five non rib-bearing lumbar type vertebral bodies. No fracture, dislocation or misalignment identified. Vertebral body height was maintained. Note was made of intervertebral disc space prostheses at the l4-ls and ls-s1 levels. Note was also made of multiple surgical clips. (B)(6) 2007: the patient presented neck and back injury after a slip and fall. (B)(6) 2009: the patient presented with increased pain from a car accident. 2 days ago, fell on the ice with right leg pain, weak thigh, radiates to the knee area. Impression: new right leg sciatica, post recent fall. (B)(6) 2009: the patient underwent MRI of the lumbar spine with and without contrast. Impression: decreased small central herniation l4-l5 disc compared to previous of (B)(6) 2007. (B)(6) 2009: the patient presented with persistent low back pain and numbness radiating down the right leg to her knee. (B)(6) 2009: the patient underwent lumbar epidural injection. (B)(6) 2009: the patient presented with mild pain in the right cervical region with tender points, fell on her knees at work jarring her back. Increased low back pain (B)(6) 2009: the patient underwent MRI of the lumbar spine without and with contrast. Impression: 1. Postoperative changes l4-5 status post anterior discectomy. There was evidence for mild broad based central and right-sided disc herniation causing mild flattening of the dural sac abutting and causing slight encroachment upon the right l5 nerve root within the lateral recess. 2. Postoperative changes ls-s 1 without evidence for recurrent disc herniation. (B)(6) 2009: the patient presented with developing pain in her neck and low back, fell down a flight of stairs. Impression: muscular strains, ligamentous sprains cervical and lumbar spine. Recommend rest. Percocet prescribed. (B)(6) 2009, (B)(6) 2010: the patient presented for a follow up visit. (B)(6) 2010: the patient underwent MRI of cervical spine without contrast. Impression: status post anterior fusion of c6-c7 vertebral bodies with postoperative changes. No recurrent disc herniation, stenosis or neural foramen narrowing. (B)(6) 2010: the patient was discharged post treatment for cervical strain/neck strain. Impression: status post anterior fusion of c6-c7 vertebral bodies with postoperative changes. No recurrent disc herniation, stenosis or neural foramen narrowing. (B)(6) 2010: the patient presented with a chief complaint of back pain. Clinical impression: musculoskeletal low back pain. (B)(6) 2010: the patient presented with a chief complaint of pain in neck, back, left arm, left leg, right hip. She described her pain as aching, stabbing, exhausting. She stated her pain was better with sleep. She stated she got relief from opioid medications. Review of system: reports arthritis, stiffness and swelling, reports sleep pattern disturbance. Assessment: postlaminectomy syndrome lumbar region; postlaminectomy syndrome cervical region; chronic pain syndrome; tobacco use disorder. (B)(6) 2010: the patient underwent MRI of cervical spine. Impression: 1. Multilevel spondylotic, degenerative disc, and postoperative changes of the cervical spine were again noted. No cord compression was seen, but multilevel foraminal narrowing was again noted which was not significantly changed. (B)(6) 2011: the patient underwent the following test: foot min 3 views right x-ray. Summary: normal radiographic appearance of the right foot. (B)(6) 2011, (B)(6) 2012: the patient presented with following diagnosis; cervical radiculopathy. The patient underwent the following procedure: cervical epidural injection under fluoroscopic guidance. No patient complications were reported. (B)(6) 2011: the patient presented for follow up on injection. Physical exam showed she was mild to moderate discomfort on palpation over the spinous processes of her lumbar spine and paraspinally on the left. She had mild discomfort on palpation paraspinally on the right. Range of motion in her lumbar spine was fair, with complaints of pain in her lower back throughout the range of motion. She had some tightness in her posterior thighs with forward flexion. Assessment: 1. Lumbar facet syndrome. 2. Chronic low back pain. 3. Cervical radiculopathy. 4. Failed cervical surgery syndrome. 5. History of substance abuse. (B)(6) 2011: the patient presented with the following diagnoses: 1. Chronic lower back pain. 2. Chronic neck pain. 3. Bilateral lower extremity radiculitis, right greater than left. 4. History of hepatitis c. 5. Occasional migraine headaches. 6. Previous anterior cervical fusion. 7. Previous lumbar fusion, l4 through s1. 8. History of pancreatitis. 9. History of substance abuse. 10. Multilevel lumbar spondylosis and degenerative changes. (B)(6) 2011: the patient underwent the following procedure: lumbar facet joint injections under fluoroscopic guidance due to the following diagnosis: lumbar spondylosis. No patient complications were reported. (B)(6) 2011 the patient underwent x-ray of cervical spine frontal, lateral, open mouth odontoid and both oblique views. Impression: postsurgical changes. Neural foraminal narrowing. (B)(6) 2011: the patient presented for follow up on injection. The patient says that she feels as though the procedure was not as helpful as some have been in the past, and says that she was worse at this time, rating her pain as an 8/10 in severity. She was complaining of constant achy pain in her posterior neck and upper thoracic spine, constant bumping pain in her posterior arms and constant achy pain in her anterior arms. She was complaining of constant achy pain across her lower back, with constant sharp pain in her buttocks. She had constant bumping pain in her posterior thighs and constant achy pain in her anterior right bending, lifting, standing, and walking make her pain worse. She says she gets a short period of relief with injections. She finds the most relief with medication and rest. Assessment: 1. Lumbar facet syndrome. 2. Chronic low back pain. 3. Cervical radiculopathy. 4. Failed cervical surgery syndrome. 5. Lumbar radiculopathy. 6. History of substance abuse. 7. Status post lumbar fusion l4-s1. (B)(6) 2011: the patient underwent MRI of the cervical spine with and without contrast. Impression: no significant change from mr cervical spine dated (B)(6) 2007. No disc herniation, spinal canal stenosis or neuroforaminal stenosis. Discectomy and anterior fusion at c6-c7. (B)(6) 2011: the patient presented for follow upon mris. Assessment: 1. Status post lumbar fusion at l4-s 1. 2. Chronic low back pain. 3. Lumbar arthropathy. 4. Failed cervical surgery syndrome. 5. Cervical region of the. 6. Bilateral leg pain. 7. History of substance abuse. 30 aug 2011: the patient presented with increased pain in her neck, pain and weakness in her arms, clumsiness of her hands, right leg pain. (B)(6) 2011: the patient underwent CT of cervical spine without contrast. Impression: fusion c6-7. No evidence of acute traumatic le sion. (B)(6) 2011: the patient presented for a follow up office visit. Cervical x-rays show anterior posterior fixation at c6-7. No signs of acute trauma or instability. Motor vehicle accident appears to have aggravated swallowing problems and muscular strains, ligamentous sprains of the cervical spine. (B)(6) 2012: the patient presented with a chief complaint of leg pain and back pain. "Active problems 1. Acute upper respiratory infection 465.9 2. Anxiety (symptom) 300.00 3. Arthralgias in multiple sites 19.49 4. Cervical disc degeneration 722.4 5. Cervical postlaminectomy syndrome 722.81 6. Cervical radiculopathy 723.4 7. Cervicalgia 723.1 8. Chronic pain 338.29 9. Cognitive functions current level impaired 331.83 10. Earache (symptom) 388.70 11. Headache 784.0 12. Lower back pain 724.2 13. Lumbar spondylosis 721.3 14. Monoarticular gout 274.9 15. Postiaminectomy syndrome 722.80 16. Tobacco use 305.1 17. Toxic drug assays nonspecific abnormal findings 796.0 18. Vaccines prophylactic need against influenza meditech procedure code: influenza description." Physical exam showed was no edema here. She had no pain on palpation over the spinous processes of her upper and mid thoracic spine, but does have some discomfort on palpation over the lower portion. She had discomfort paraspinally here as well. She had moderate discomfort to palpation over the spinous processes of her lumbar spine, as well as paraspinally here. Range of motion of her lumbar spine was decreased secondary to discomfort. She had some muscle spasm evident in the paraspinous muscles along her lumbar spine. A ssessment 1. Lumbar spondylosis 2. Postlaminectomy syndrome 3. Lower back pain 4. Muscle spasm (B)(6) 2012: the patient presented with dysphasia. She was assaulted by her ex-boyfriend two days ago. She was grabbed by the neck and pulled to the floor. This had caused her to develop neck pain, difficulty tilting her head and some mild low back pain. Cervical x-rays show front and back fusion at c6-7 which looks fine and all other levels look unchanged. Lumbar x-rays show cages at 4-5, 5-1 with no signs of acute injury. (B)(6) 2012: the patient underwent fluoro face block/ esi pain cl. (B)(6) 2012: the patient presented with neck problem post her assault. She had numbness in the back of her head, hoarse, sharp pain in the anterior neck, dysphasia.. (B)(6) 2012: the patient underwent MRI of the cervical spine. Impression: minimal right lateral disc herniation and spur formation c 2-3 causing no impression upon the dural sac or nerve roots.2. Very mild disc herniation and degenerative changes c3-4 causing no impression upon the dural sac or nerve roots. 3. Mild degenerative change c4-5 causing possible mild bilateral foraminal narrowing with nerve root compression. 4. Minimal disc protrusion and degenerative changes c5-6 causing no significant impression upon the dural sac or nerve roots. 5. Postoperative changes c6-7 without evidence for recurrent disc herniation or foraminal stenosis. (B)(6) 2012: the patient had following diagnosis: lumbar spondylosis. Procedure: lumbar facet joint injections under fluoroscopic guidance. No patient complications were reported. No patient complications were reported. (B)(6) 2012, the patient presented with dental pain. (B)(6) 2012: the patient underwent cervical spine"w/o" contrast due to cervical radiculitis. Impression: multilevel spondylotic, degenerative disc and postoperative changes of the cervical spine were again noted. No cord compression was seen, but multilevel foraminai narrowing was again noted which was not significantly changed.